Manufacturer narrative:
Analysis confirmed the reported event, the output connector assembly was broken. It was also noted that the keypad was scratched, the encoder switch assembly, one case screw and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port was broken. The epg was returned for service. There was no patient involvement.